Event description:
Related manufacturer report number 1627487-2022-00699, 1627487-2022-00700. It was reported that patient experienced ineffective therapy. Multiple programming changes were made however it was unsuccessful. Patient underwent a surgical intervention on (B)(6) 2022 wherein a l5 lead was attempted to be implanted however it was not successful as patient was moving around on operating table and would not be still enough for physician to implant the lead. No additional complications occurred during the procedure. Therapy was restored. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.